Event description:
During an atrioventricular nodal reentrant procedure, an optical issue occurred causing a delay. The force on the tacticath catheter was not visible on the ensite x system. Another ethernet cable was used with the tactisys without success. The tacticath was exchanged for a new tacticath and tactiflex which did not resolve the issue. The procedure was completed with no consequences to the patient. It is believed that the tactisys was part of the issue, not the catheters.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Based on the information and investigation provided to abbott, the root cause was isolated to the brown and red fiber optic cables. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.